Manufacturer narrative:
An attempt for product and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device has a display issue. Customer reported that the device is "reading bad sensor and display is messed up." No patient information is available. Additional information was reported by the customer that type of sensor and lot number is unknown.